Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, moderately calcified, 75% stenosed, mid circumflex artery the 2.0 x 20 mm voyager balloon dilatation catheter (bdc) was used for predilatation of the lesion. The 2.5 x 28 mm xience v stent delivery system (sds) was used with a guideliner catheter and advanced with slight force against resistance but it could not negotiate the lesion; the proximal shaft at the hub of the sds broke. There was no reported adverse patient effect. It was noted that the patient was placed on medical management. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink and shaft separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide cath: guideliner. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.